Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pwd had experienced issues with two infusion sets recently. The pwd had received a line-blocked alarm while wearing the site on her abdomen, an area where she had not had much success with infusion-set placement. Upon inspection, it was reported that she had noted the cannula lifting away from the mesh portion of the adhesive and, after removal, had observed that the cannula was bent. The pwd had then placed a new site on her lower back. After placing the new site, it was reported that the tubing had been caught on a doorknob, after which she noticed the smell of insulin. The pwd had also reported higher-than-usual cgm readings, approximately 260¿290 mg per dl, which had prompted her to change the site again. The pwd had replaced the infusion site and relocated it to the opposite side of her back, which had been successful. The event did affect patient care but there was reported no injury to the patient.